Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated a falsely elevated magnesium result on one additional patient sample. The initial result generated was 6.8 mg/dl / repeat result was 1.9 mg/dl. There was no additional patient information provided. There was also no reported impact to patient management.

Manufacturer narrative:
This issue is being reported under a new initial MDR report number 1628664-2013-00142 with a different suspect device.